Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the formed needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle deployment failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for 6 hours the needle had not deployed upon initial activation. The patients reported blood glucose level was between 100 mg/dl and 240 mg/dl.